Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use preloaded sphincterotome v(distal wireguided) was broken. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography and was delayed for less than thirty minutes. The procedure was completed with an olympus back-up device. There were no reports of patient harm.